Event description:
It was reported that when stimulation was on or off the patient experienced a constant pain in the hip, lower buttock and back of the leg to the knee. The pain was compared to a shocking or burning feeling. It was noted that the patient reported slipping at work, but stated she had the pain prior to the fall. The patient also experienced a loss of therapeutic effect. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer: model 3037, serial# (B)(4). Lead: model 3889-28, lot# v343800, implanted: 2009 (B)(6), explanted: na.